Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was obtained via the femoral artery. The totally occluded, 85% stenosed lesion being treated was located in the severely calcified, severely tortuous left anterior descending artery to the tortuous diagonal. The physician predilated with an apex balloon catheter, then advanced a 2.25 x 20mm promus element plus stent delivery system through a previously implanted non-bsc stent before implanting it in the target lesion. Then the physician advanced a 2.5 x 8 apex balloon catheter to the target lesion for postdilation, however, the tip of the balloon catheter pushed the stent stent struts causing deformation. The procedure was completed by using another 2.5 x 8 apex balloon catheter to postdilate the deformation. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. Access was obtained via the femoral artery. The totally occluded, 85% stenosed lesion being treated was located in the severely calcified, severely tortuous left anterior descending artery to the tortuous diagonal. The physician predilated with an apex balloon catheter, then advanced a 2.25 x 20mm promus element plus stent delivery system through a previously implanted non-bsc stent before implanting it in the target lesion. Then the physician advanced a 2.5 x 8 apex balloon catheter to the target lesion for postdilation, however the tip of the balloon catheter pushed the stent struts causing deformation. The procedure was completed by using another 2.5 x 8 apex balloon catheter to postdilate the deformation. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Event date: updated.